Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. G5: no 510k as product not sold in us. No product or photos were returned therefore no device analysis could be completed. Due to fact that cuff leak was observed after placement it is the most probable that the reported failure occurred during tracheostomy procedure due to contact with sharp edge which conflicts with instruction for use. A device history record (DHR) review showed there were no discrepancies or non-conformances during the manufacturing of the reported lot number. If the product is returned the manufacturer will re-open the complaint for further device analysis. No trend of confirmed complaints in relation with this issue was identified.

Event description:
It was reported that the catheter balloon broke after 15 days of use. No adverse patient effects were reported by the customer.